Event description:
A user facility reported to olympus that scope communication error "e224" occurred (unable to recognize subject). The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation confirmed the reported problem of "e224" error, however, the subject could be recognized; the cause of the e224 error was assigned to a cable failure. Additional evaluation findings are as follows: 1.) Worn focus ring; 2.) Cable failed the leak test; 3.) Rear cover label noted faded. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed, error code e224 most likely, due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.